Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and baclofen via an implanted pump. On (B)(6) 2020 the patient reported that her pump was removed on (B)(6) 2020 due to an infection. The infection was discovered 4-5 days before the pump was removed. She was all healed now and was due to have another pump implanted, but according to her hcp¿s (healthcare professional¿s) office they were having problems getting a pump. She was currently taking oral baclofen. No further complications were reported/anticipated.